Event description:
It was reported that the hcp could not advance the green / blue stylet. The stylet stopped short at the contacts. Another lead was opened and used with successful results. The patient was not affected. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received indicated that this event occurred during a trial.

Manufacturer narrative:
Lead: model: 3777-60, lot# v750131280, implanted: 2011 (B)(6), explanted: 2011 (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Examination of the lead revealed that both returned green handle/green cap and a known good green handle/blue cap was able to be fully inserted into the lead stylet coil without excessive resistance. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
Lead model 3777-60 lot# unk serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; recharger model 37752 serial# (B)(4); programmer model 37743 serial# (B)(4). The manufacturing site ID was previously reported as #3007566237. Additional review indicates the correct manufacturing site ID is #3004209178.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.